Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a pedicle screw was found broken via a one year post-op x-ray and the patient was experiencing pain. A revision surgery is not currently planned; a CT scan showed that fusion is present at the instrumented level and it was also reported that the patient needs a hip replacement, which the surgeon feels is likely responsible for the patient's pain.

Manufacturer narrative:
The screw was not returned; however a photo of an x-ray was provided and used for evaluation purposes. The screw shaft was confirmed to have fractured. The cause cannot be determined with the available information. Since the lot number is unknown, the DHR was unable to be reviewed.